Manufacturer narrative:
The customer's reported complaint that the insulation sheath separated from the 139105ext electrode is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided. No clarification could be obtained. Therefore, the reported issue cannot be verified, and a root cause cannot be established. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 20 complaints, regarding 75 devices, for this device family and failure mode. During this same time frame 3,317,120 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is also advised that these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including cracked, broken or otherwise distorted plastic parts; damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration; and verify that the electrode is fully and securely seated in the handpiece before use. Additionally, conmed encourages the inspection and/or test of all medical equipment prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Although attempts have been made to gather additional information, at the time of this reporting, no clarification has been received. At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the ultraclean 1in. Needle electrode with extended insulation, item 139105ext, lot 201908064, that occurred at (B)(6) clinic on (B)(6) 2020. It was reported that staff were removing cautery tip from pencil after the procedure and insulation sheath came off separate from electrode. It is indicated there was no impact or injury to the patient. Although requested, no other additional information was made available at this time. This reporting is being raised as a device malfunction with potential for injury upon reoccurrence based on previous filings for the insulation coming off and falling into the patient.